Event description:
It was reported that a physician's serial cable was not functioning. Troubleshooting was performed, including swapping out the serial cable for a known good one, and communication was established normally. No patients were affected by the non-functioning serial cable. The serial cable was received on 01/11/2016. Analysis has not been completed to date.

Event description:
Analysis was completed on (B)(6) 2016. Analysis identified a disconnected wire connection in the serial cable, which caused the communication errors. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.